Event description:
Pt received 480 mg of demerol IV, rptr theorizes in 35 mins. The demerol was set to infuse through the pca pump. New syringe (600 mg/60ml) had been inserted at 9:45 pm. At 11:00 pm pt activated the pca, set in pca mode only, 10 mg pca, every 10 mins with 1 hr limit of 60 mg. At 11:15 pm pt is awake, conversing with rn; vital signs stable. At 11:35 pm pt's heart rate is tachycardic, and resp arrest occurs; pt unresponsive - pt is successfully resuscitated. Syringe had been inserted without difficulty - pump was set accurately. When attempting to waste the 12 cc of demerol later as per hosp policy, it was impossible to push or pull the remaining demerol out of the syringe, even when tubing was removed. Of great concern is that there were not any alarms or other indications to the nursing staff that the pca pump was not functioning as expected or that the narcotic was infusing at an uncontrolled rate.